Event description:
Additional information was received that induction testing was performed where no issues were seen. Subsequently the physician has opted to continue to monitor the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited an increase in shocking impedance measurement that has now reached to greater than 125 ohms. Boston scientific technical services (ts) was consulted and suggested performing high energy shocks to test the integrity of the system. The field representative was contacted and stated that the clinic has opted to monitor the patient and no intervention will be taken at this time. No adverse patient effects were reported.